Event description:
This info was reported as a customer complaint. Vasoseal was used following a diagnostic catheterization procedure. The physician had difficulty deploying collagen. After deployment , it was noticed that the sheath separated from the hub. The physician could not remove the sheath and decided to leave it in the pt's tissue tract.